Event description:
It was reported that a physician attempted to perform a myosure procedure for uterine tissue removal on (B)(6) 2015. The scope was inserted into the patient and the physician then attempted to empty the patient's bladder, injected the bladder with saline and ordered an ultrasound to try and get good visualization. The physician suspected a perforation and aborted the procedure. The ultrasound revealed "bubbling and air". No intervention was required. The patient was admitted and put on antibiotics. It is unknown when the patient was discharged.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Myosure disposable. Myosure hysteroscope. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).